Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went offline. The customer tried to turn the station back on but unsuccessful. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medes: station offline was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that the device had no power. After troubleshooting the issue, the fse was able to isolate the problem to the half-height cubie drawer 1-1 on the main cabinet. The issue was caused by the drawer board. The fse replaced the drawer board and the retractor band, then rebooted the device. The fse logged into the hardware test application and performed a final test. The results were saved to the desktop. During dchu visual inspection p/n: 353844-01: was received with adjacent copper strands in contact. P/n: 151622-01: part received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: p/n: 353844-01: testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622-01: dmm testing failed due to low resistance measurement between tp502 and tp505. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint of medes: station offline was attributed to hardware defects involving the retractor band assembly and the drawer controller board: crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode d501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality.